Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.